Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 27march2019. The customer troubleshot with technical support. The customer replaced the data acquisition (da) board and the issue was addressed.

Event description:
It was reported that the ventilator failed the pressure accuracy test. No patient involvement. Event date not specified; estimate used.